Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false negative result on her daughter's behalf with the binaxnow covid-19 antigen self test. Performed on (B)(6) 2022. Confirmation testing was performed with the quick heal kit and generated a positive result. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.